Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation of the implantable defibrillator, non-sustained right ventricular oversensing was observed. The patient did not receive inappropriate therapy during the oversensing. Stored electrograms confirmed the oversensing was post paced t-wave oversensing. The device was reprogrammed, and no further episodes had been seen.